Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, 90% stenosed, de novo lesion in the proximal circumflex artery. Pre-dilatation was being performed with a nc traveler 2.5 x 15 mm balloon catheter and it ruptured at 10 atmospheres during the first inflation. A non-abbott balloon catheter and a xience xpedition were used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. During preparation, the device was submerged in saline. An air aspiration of the balloon was performed in the patient's body. There was no reported resistance during removal of the protective sheath, advancement to the lesion or removal from the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that nc traveler instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.